Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to unknown reason. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged and display was returned after insulin pump restart. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.